Event description:
The customer contact reported no suction. Prior to pt use during the testing of the suction set-up, the healthcare professional noted no suction. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number.